Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Event description:
Procedure performed: lc event description: [hospital] "there was a problem with clip loading. After clip loading problem, the trigger was not working." Product is available for return. Additional information was received via email on 06dec2023 from [name], territory manager "the issue was initially observed when the first clip or subsequent clip was loaded. Product has been changed right after the sticking so it did not occurred. 11mm trocar was used. A clip did not properly seat into the jaws. A clip was loaded into the jaws prior to the device's insertion/removal through the trocar. They could not squeeze the trigger. A clip was stuck. The yellow pull tab was removed from the handle prior to actuation. This occurred on the first or subsequent actuations." Additional information received on 07may2024 from [name], engineer I the returned event unit was tested and during clip fire test, the unit had two dry fires on 30apr2024 patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, (B)(4), was included in the recall.

Event description:
Procedure performed: lc. Event description: [hospital] "there was a problem with clip loading. After clip loading problem, the trigger was not working." Product is available for return. Additional information was received via email on 06dec2023 from [name], territory manager "the issue was initially observed when the first clip or subsequent clip was loaded. Product has been changed right after the sticking so it did not occurred. 11mm trocar was used. A clip did not properly seat into the jaws. A clip was loaded into the jaws prior to the device's insertion/removal through the trocar. They could not squeeze the trigger. A clip was stuck. The yellow pull tab was removed from the handle prior to actuation. This occurred on the first or subsequent actuations." Additional information received on 07may2024 from [name], engineer I the returned event unit was tested and during clip fire test, the unit had two dry fires on 30apr2024. Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.